Event description:
During a femoral nailing procedure, as the surgeon was reaming the femoral canal, one of the flanges on the 10.5mm medullary reamer head broke off and the reamer head disconnected from the shaft. Surgeon was able to remove all pieces except the broken flange which was left in the patient. Surgeon used another reamer to complete the procedure.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn, no product was received and no lot number was provided. Manufacturing records cannot be reviewed without a lot number. Date of manufacture cannot be determined without a lot number.